Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine (B)(6) ½ ag/ab combo lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The available evidence suggests that the device is performing within labeled claims.

Event description:
A customer reported (B)(6) results with the alere determine (B)(6) 1/2 ag/ab combo test. The customer stated that the event occurred "a long time ago", and therefore, was unable to provide details, such as the sample type, the specific result obtained (antibody and/or antigen) and confirmation testing information. The customer reported that the patient was female, but additional information, including pregnancy status and art administration, was not provided. Attempts to collect additional information were not successful. There is insufficient evidence to determine if a malfunction occurred. Per the alere determine (B)(6) -1/2 ag/ab combo product insert limitations: ·a reactive result using alere determine (B)(6) -1/2 ag/ab combo suggests the presence of (B)(6) p24 antigen and/or antibodies to (B)(6) and/or (B)(6) in the sample. The reactive result is interpreted as preliminary (B)(6) for (B)(6) p24 antigen and/or antibodies to (B)(6) and/or (B)(6). Alere determine (B)(6) 1/2 ag/ab combo is intended as aid in the diagnosis of infection with (B)(6). ·specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides (above 600 mg/dl), (B)(6) virus infection, hospitalized and cancer patients may give (B)(6) test results.